Manufacturer narrative:
Device evaluated by MFR: the devices were returned for analysis. The mdu-5plus was installed into a gold standard system and tested for functionality. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-02725 and 2134265-2016-02724. It was reported that automatic pullback failure occurred. An ilab was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, motor-drive unit plus stops in the middle of the activity and it does not function at all. The physician re-connect the catheter and do a "new run". However, motor-drive unit does not perform pullback and the there is no error indication. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-02725 and 2134265-2016-02724. It was reported that automatic pullback failure occurred. An ilab was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, motordrive unit plus stops in the middle of the activity and it does not function at all. The physician re-connect the catheter and do a "new run." However, motordrive unit does not perform pullback and the there is no error indication. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device evaluated by MFR: the devices were returned for analysis. The mdu-5plus was installed into a gold standard system and tested for functionality. No error messages were observed during the test. In addition, the units successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the motor drive unit was replaced with another motor drive unit. However, when the new motor drive unit was connected for check, "disconnect error" occurred frequently.